Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system (h-l90) was returned for investigation in used condition. Visual inspection revealed wear and tear on the front cover and enclosure. The water tank cover and front cover were cracked. The unit came equipped with an old style pcb, power switch, drain fitting, and line cord. The unit was also missing the pole clamp and bumper feet. Following the visual inspection, the unit was powered on. The unit failed to power on. The customer reported product problem was therefore confirmed. The product problem was attributed to a faulty pcb board and power switch. These components were over 10 years old. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system failed to power on. No patient injury or complications were reported in relation to this event.